Event description:
It was reported that the implant at tooth site #34 was removed because of a peri-implantitis symptoms as a result of the event: pain (loss of integration).

Event description:
It was reported that the implant at tooth site #34 was removed because of a peri-implantitis symptoms as a result of the event: pain (loss of integration).